Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad had come off and had fallen off. The dropped tissue pad pieces were not returned. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. It is likely the reported phenomenon occurred by the following mechanism: activated output while the grasping section is closed without contacting tissue (including the case of after tissue is transected). This caused the tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The peeled tissue pad was partially missing because the pad added some load. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a colorectal cancer resection using the subject device, the following event occurred. The tissue pad was partially separated. There were no fallen fragments. The intended procedure was completed with another device. There was no patient injury reported.